Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's left eye, in a secondary procedure due to an incorrect calculation. The lens was replaced with the same model, a z9002, size 23.5 diopter, down from a 25.0 diopter lens. The patient's outcome was good. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.